Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion with elevated left ventricular (lv) lead output history. Follow up concluded that reprogramming was attempted, however, no other vector had better threshold so no reprogramming was made. The device and lead remain in use. No patient complications have been reported as a result of this event.